Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2011. Later the patient experienced nocturia, urinary urgency, frequency, incontinence during the day, suprapubic pain, perineal fullness, tenderness and overactive bladder. Surgery for cystourethroscopy with sounding and pelvic exam; no signs of erosion, was performed on (B)(6) 2012, vesicare and macrobid were prescribed. Between (B)(6) 2012 and (B)(6) 2014 vesicare, macrobid and myrbetriq were prescribed.